Event description:
It was reported that the customer has to push the emergency button several times to make it work. The button does not work sometimes and is now lost. No further information was available.

Event description:
It was reported that the device's emergency button was lost after pushing the increase button several times. The emergency stop button did not work at times and was lost. Boston scientific has been unable to obtain additional information regarding any patient or procedure information, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the complaint could be confirmed based on the work instructions. Based on analysis results, the cause traced to component failure was selected because the reason for failure was most likely determined to be a defective emergency button and focus lens from the fse analysis onsite and additional available information. Furthermore, fse replacement of the emergency button and focus lens has resolved the complaint. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a defective emergency button and focus lens was the most probable cause of the complaint or event. Correction to field h6: device code.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the complaint could be confirmed based on the work instructions. Based on analysis results, the cause traced to component failure was selected because the reason for failure was most likely determined to be a defective emergency button and focus lens from the fse analysis onsite and additional available information. Furthermore, fse replacement of the emergency button and focus lens has resolved the complaint. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a defective emergency button and focus lens was the most probable cause of the complaint or event.

Event description:
It was reported that the customer has to push the emergency button several times to make it work. The button does not work sometimes and is now lost. No further information was available.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the complaint could be confirmed based on the work instructions. Based on analysis results, the cause traced to component failure was selected because the reason for failure was most likely determined to be a defective emergency button and focus lens from the fse analysis onsite and additional available information. Furthermore, fse replacement of the emergency button and focus lens has resolved the complaint. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that a defective emergency button and focus lens was the most probable cause of the complaint or event.

Event description:
It was reported that the device's emergency button was lost after pushing the increase button several times. The emergency stop button did not work at times and was lost. Boston scientific has been unable to obtain additional information regarding any patient or procedure information, despite good faith efforts.